Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. During the patient side cart fixture test platform (pftp) test, the usm failed the sine cycle. The log shows data acquisition & fault detection module (dafd) error 23062. Inspected the stator connectors and replaced the axes controller carriage power (accp) but the issue persisted. Based on these findings, failure analysis identifies that the d4 carriage stator to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported they experienced issues with arm 3 when attempting to use an 8 mm stapler. The instrument was then moved to arm 4, where it was accepted without issue. The tse reviewed the logs and identified errors 23062. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury/harm to the patient.